Event description:
The customer reported that their device had its service indicator illuminated and had logged several event codes. After an initial evaluation of the device, it was observed that the device was continuously resetting itself. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.